Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate was having issues coring the vials. This issue occurred when the device punctures the vials. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Device manufacture date 12/04/2015-12/08/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found a grey particulate matter in the vial. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.